Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("foreign body in uterus") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of test: other (please describe) - dye test result: other (please describe) unknown what did your healthcare provider tell you about your results? Essure placement was successful. Concurrent conditions included irregular periods, endometriosis of uterus and endometriosis of pelvic peritoneum. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: metals"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), gluten sensitivity ("autoimmune disorder type of disorder: gluten intolerance"), rash ("rashes or skin conditions type: unidentified"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and dizziness ("dizziness") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, allergy to metals, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, depression, gluten sensitivity, rash, migraine, nausea, tooth disorder, vaginal discharge, fatigue and weight increased outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and dizziness had resolved and the headache was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gluten sensitivity, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Pathology test - on (B)(6) 2018: result: final diagnosisuterus and adnexa uterus, cervix, bilateral tubes uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy right fallopian tube paratubal cyst gross description uterus and adnexauterus, cervix, bilateral tubes cervix: the cervix is 3.0 cm in length with a 0.4 x 0.5 cm oval ectocervix containing a 0.7 x 0.2 cm crescent-shaped as. Left fallopian tube: sections of the fallopian tube show a tan-pink soft cut surface with a stellate lumen. Within the proximal lumen is a silver metallic coiled wire. The wire is grossly confined within the lumen with no transmural defects identified. Right fallopian tube: within the proximal lumen is a silver metallic coiled wire. The wire is grossly confined to the lumen with no transmural defects. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("foreign body in uterus") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. A66675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of test: other (please describe) - dye test. Result: other (please describe) unknown. What did your healthcare provider tell you about your results? Essure placement was successful. Concurrent conditions included irregular periods, endometriosis of uterus and endometriosis of pelvic peritoneum. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("allergic or hypersensitivity reaction type: metals"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), gluten sensitivity ("autoimmune disorder type of disorder: gluten intolerance"), rash ("rashes or skin conditions type: unidentified"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and dizziness ("dizziness") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, allergy to metals, vulvovaginal mycotic infection, female sexual dysfunction, anxiety, depression, gluten sensitivity, rash, migraine, nausea, tooth disorder, vaginal discharge, fatigue and weight increased outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and dizziness had resolved and the headache was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gluten sensitivity, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Pathology test - on (B)(6) 2018: result: final diagnosis uterus and adnexa uterus, cervix, bilateral tubes uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy right fallopian tube paratubal cyst. Gross description- uterus and adnexa uterus, cervix, bilateral tubes. Cervix: the cervix is 3.0 cm in length with a 0.4 x 0.5 cm oval ectocervix containing a 0.7 x 0.2 cm crescent-shaped as. Left fallopian tube: sections of the fallopian tube show a tan-pink soft cut surface with a stellate lumen. Within the proximal lumen is a silver metallic coiled wire. The wire is grossly confined within the lumen with no transmural defects identified. Right fallopian tube: within the proximal lumen is a silver metallic coiled wire. The wire is grossly confined to the lumen with no transmural defects. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs received with her demographic details were updated. Essure lot number added. Product indication updated. Reporter and suspect drug explant date were added. Previously reported event injury was updated to pelvic pain. Following events were added: abnormal bleeding (vaginal), foreign body in uterus, menorrhagia, allergic or hypersensitivity reaction type: metals, infection (bladder/ urinary tract/vaginal) type: yeast, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression, autoimmune disorder type of disorder: gluten intolerance, rashes or skin conditions type: unidentified, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, abdominal pain and dizziness. Event severity added for: pain. Event outcome added for: abdominal pain, dysmenorrhea (cramping), abnormal bleeding (vaginal), menorrhagia, dyspareunia (painful sexual intercourse), dizziness and headaches. Concomitant drug, medical history and lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.